Manufacturer narrative:
Two 14f manta closure devices and two manta sheaths were returned for investigation. The devices were decontaminated then visually inspected. From the initial inspection, unit 1 device - lever not pulled, anchor positioned outside lumen, unable to test. Unit 1 sheath did not exhibit any damages on the button valve. Unit 2 device - lever not pulled, unit 2 was tested with unit 1 sheath, no issues were noted. Unit 2 sheath the button valve was displaced and severely torn. The device lot history record review indicated no other non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following an eavr, a 14f ce manta was planned for closure. The physician encountered difficulty advancing the bypass tube through the hemostatic valve of the manta sheath. The bypass tube would push back and not allow for insertion. The IFU indicates in step 3 of inserting the device: note: if significant resistance is felt inserting the bypass tube into the manta sheath, remove the entire system and open a new device. The 14f ce manta closure device was removed, and the physician choose to open a new 18f ce manta closure device, deploying without complication; successfully achieving hemostasis. Associated to MDR fu-3010252479-2021-00213 manta.

Event description:
As reported: the physician completed an evar procedure. He tried to close with a 14f manta, but the bypass tube was unable to pass the valve and pushed back. The physician used a second 14f manta and had the same result. He then used an 18f manta and closure worked. Additional information received on 16nov2021: during an evar procedure, there were no issues with advancing or withdrawing procedure sheaths. There was severe resistance when advancing the bypass tube. There was no buckling or bending of the bypass tube when it met resistance. Current patient condition is reported as fine. Associated to: MDR 3010252479-2021-00213 manta.

Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation.